Event description:
It was reported that the rx zeta stent delivery system (sds) was implanted at the lesion and thrombus occurred immediately after stent deployment. The thrombus was suctioned and the procedure was successfully completed. No additional info was available.